Event description:
It was reported that during the surgical procedure, the da vinci surgical system would not recognize the surgical instruments, therefore, the system could not be used to complete the planned surgical procedure. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The system was evaluated by an isi field svc engineer (fse). The isi fse was unable to replicate the customer reported symptom. Per additional engineering investigation performed on similar failure modes, it was determined that the instrument engagement issues experienced by the customer were related to the instrument chassis not properly engaging with the instrument sterile adapter. As of september 7, 2006, there have been no reported recurrence of the issue at this hosp.